Event description:
The reporter stated that 3 of 4 implanted screws were observed to be broken some time after implantation, and that a surgical procedure to remove the broken devices was done. During the revision surgery the three screw heads were removed, but the shafts of the screws could not be removed and were left in situ, retained in the pt's bone. The fourth implanted screw was removed completely but it was not an integra product. The first surgical procedure was performed in (B)(6). The revision surgery was done in (B)(6). Integra has requested add'l clinical info from the reporter.

Manufacturer narrative:
To date the investigation has been initiated based upon the reported info.